Manufacturer narrative:
Results: the handle was undamaged. Conclusions: evaluation of the returned smart coil pusher assembly revealed the pet lock was separated and embolization coil was detached. If the handle is used during the process of coil detachment, the pet lock will separate. If the pet lock is separated, the pull wire will get pulled out of the distal detachment tip (ddt) and the embolization coil will be detached from the ddt. The detached embolization coil was not returned with the pusher assembly. The reported failure of embolization coil detachment could not be confirmed. Evaluation of the returned handle revealed an undamaged device. During the functional testing, the handle was tested with the test fixture and the result was within specification. Penumbra coils and handles are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2019-00586.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-00586.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid-posterior communicating artery (ic-pc) using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, the physician successfully implanted three non-penumbra coils into the target vessel coils using a non-penumbra microcatheter. Subsequently, the physician implanted two smart coils using the handle and the microcatheter. The physician then advanced the sixth coil, a smart coil, into the target vessel and failed to detach it using the handle. It was reported that the black alignment zone (pet lock) was pushed too far into the handle and unable to be repositioned. The smart coil and the handle were therefore removed and were no longer used in the procedure. The procedure was completed using four other coils. There was no report of an adverse effect to the patient.